Event description:
The customer reported that while pipetting an hbc plate on summit the tech observed that no sample/no diluent was added to well a3. No error was generated. No death or serious injury was associated with this incident.